Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the system controller and user interface pcb assemblies to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed system controller and user interface pcb assemblies however, further cause could not be determined.

Event description:
The customer contacted physio-control to report that their device will not complete the boot-up process. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.